Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The device shaft showed one fracture located 25.5cm from the hub. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 03sep2021. It was reported that the device was bent. The target lesion was located in the iliac area. A direxion catheter-infusion was selected for use. During the preparation, the catheter surface was hydrated prior to removal from carrier hoop. However, it was noted that the device got bent. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the device was fractured 25.5cm from the hub. It was further reported that the fracture was noted upon fully removing the device from the patient's body.